Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenotic target lesion was located in the left upper extremity and superior vena cava. An 8.0 x40, 75cm gladiator balloon catheter was selected for left upper extremity venography and superior vena cavography, along with balloon angioplasty for venous stenosis of the arteriovenous fistula. During the procedure, when the rated burst pressure was reached, the balloon achieved only 90% dilation, indicating persistent stenosis. After two additional inflations, the balloon was deflated, resulting in reduced pressure within the fistula and a palpable thrill at the anastomosis. Follow-up angiography showed a residual luminal diameter of approximately 6 mm at the stenotic site, suggesting elastic recoil. A third dilation with the same balloon was therefore attempted. When the balloon pressure reached 19 atmospheres, contrast medium was suddenly observed under digital subtraction angiography (dsa) to diffuse from within the balloon into the vessel. The patient remained asymptomatic. Balloon rupture was suspected, and the balloon was immediately and slowly withdrawn. Upon removal from the sheath and inspection outside the body, a longitudinal rupture approximately 3 mm in length was noted and the balloon fragments remained intact. Repeat angiography showed no contrast extravasation at the lesion site, and the anastomotic thrill had changed from a pre-operative pulsation to a strong, continuous thrill. The procedure was completed by withdrawing the guidewire and sheath and achieving hemostasis via suture. There were no patient complications as a result of this event.